Event description:
Pt had a knee arthroscopy where an irrigation cannula was used. During a post-operative visit, the pt complained of pain in the knee. An x-ray showed a metal piece from an instrument. The metal object was subsequently removed at another medical facility. The fragment is believed to have been the sharp pointed tip of the arthroscopic cannula trocar. All of the devices parts were discarded by the user facility.